Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section cover missing, secondary leak test fail, switch button cut, probe unit cut, bending section cover crack, objective lens chip, 6 broken elements, scope connector corrosion, missing copper barrel, um cord collapse, and um connector foreign material/corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported that a hole was noted at the distal tip of the ultrasonic gastrovideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, probe unit cut was observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.